Event description:
On 04/08/2022, a djo foot & ankle independent sales representative notified sales support manager, of a 212-40-003 (3.0 cannulated tiger driver: headless) breaking during a routine removal of a 202-30-018 (3.0 x 18mm tiger headless screw) at facility 1 with doctor 1 upon initial insertion into the screw head. It is to be noted that the screw was being removed due to patient pain unrelated to the surgical site or the implanted screw. The 202-30-018 was also noted to have been implanted for roughly a year ago also at facility 1 with doctor 1. After a follow up interview with the reporter, the djo foot & ankle independent sales representative believes that the 212-40-003 broke because doctor 1 was not using the 212-40-007 (3.0 tiger headless removal bit) to back the 202-30-018 out of the screw site.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient date of birth, age, and weight not reported. Date of event is unknown. The event is considered to be when the patient began to experience discomfort. The product code is hwc for screw. The form would not allow for input of d2. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed, as the lot number is unknown. Date implanted remains unknown. Reprocessor name and address n/a to this report. Reporter fax number was not reported. Per item 5 above, device manufacture date could not be confirmed. Investigation, including evaluation summary. Evaluation of similar complaints: the complaints log was reviewed to identify any similar events related to a tiger headless screw removal between april 2021 and april 2022. One (1) similar complaint was identified. The root cause was unknown. The related event was not confirmed to contain parts from the same lot number(s) as the reported event. Device history record (DHR) review lot number(s) unknown. As limited information is available, the screw lot number potentials were unable to be identified. Thus, DHR review did not occur. Review of surgical technique tiger headless cannulated screw system instructions for use, IFU 900-01-004 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the doctor / user followed the IFU. Visual and dimensional inspection: the part was not returned, so no visual or dimensional inspection could be conducted. Simulated use testing. Due to the limitations of sawbones (i.e., not able to recreate physiological conditions, such as bone growth), simulated use testing was not performed. Investigation conclusion: the similar complaints identified did not assist in the evaluation of the root cause as the similar complaints had a root cause of unknown. The lot numbers of the screw remain unknown. Thus, DHR review did not occur. Limited information is available regarding the implantation case. The tiger headless screw was not returned. Visual inspection and dimensional inspection did not occur. Simulated use testing did not occur. It is stated in the event description that "the screw was being removed due to patient pain unrelated to the surgical site or the implanted screw". It is unknown what is causing the patient pain. Thus, the root cause conservatively remains unknown.